Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 468 mg/dl and 168 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 70,000 joules. Also, it was reported that this was not caused by misuse. The device was not returned for evaluation.